Event description:
It was reported by service report that the right load wheel casting was broken with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load wheel casting.